Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2317700, model: sc-2317-70, serial: (B)(4). Batch: 7080750.

Event description:
It was reported that the patient underwent a lead revision due to high impedances from a fall. During the revision it was found out that one of the leads had fractured completely and was halfway in the epidural space and half out. The physician opted to explant the leads.

Event description:
It was reported that the patient underwent a lead revision due to high impedances from a fall. During the revision it was found out that one of the leads had fractured completely and was halfway in the epidural space and half out. The physician opted to explant the leads.

Manufacturer narrative:
Correction to the initial MDR in block h6. Sc-2317-70 (sn:(B)(6)) the returned lead was analyzed, and visual inspection revealed that the lead was cleanly cut into two pieces approximately 25.5 cm from the proximal end of the lead. The distal end of the lead was not returned. The clean-cut damage was a result of a typical explant procedure, and it is not considered a failure. No other anomalies were identified on the returned portion of the lead. With all the available information, boston scientific concludes that the allegation of lead migration has been confirmed during the revision. A labelling review found that the reported event is a known risk of implanting a pulse generator as part of a system to deliver spinal cord stimulation. Therefore, this investigation is assigned a probable cause of known inherent risk of device.